Event description:
In 2008, the patient reported that five days prior, the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and 100 units of insulin spilled into the cartridge compartment. She switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.